Event description:
It was reported that the devices have been having fleeting cycling issues and other unexpected mechanical noise issues. No patient injury was reported.

Event description:
Additional info received via email 19-aug-2022. No patient involvement.

Manufacturer narrative:
Other, other text: a product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a missing battery, the patient outlet connector was loose and a stuck on label with no damages found to any components. Scratches were found on the dump valve. Device was forwarded to a secondary investigation site for further analysis. Functional testing confirmed the complaint. The device stalled frequently. Root cause was attributed to the regulator and timing assembly valve. The stalling stopped after the regulator and timing assembly were replaced. What caused the damage to the components could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.